Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 16 states, "wear and/or deformation of articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01022 / 01023).

Event description:
It was reported that patient underwent a left partial knee arthroplasty on (B)(6) 2010. Patient underwent right partial knee arthroplasty on (B)(6) 2012. Subsequently, patient underwent a left knee revision on (B)(6) 2015 due to loosening of the femoral component, malrotated bearing, and polyethylene wear. During the procedure the patient was converted to a total knee system.